Manufacturer narrative:
(B)(4). Catalog number: corrected to ask-45552-umm1. The customer returned single 2-lumen catheter for evaluation. After the connector assembly failed functional testing, it was microscopically examined. A small separation/hole of the proximal extension line was found near the hub. The appearance of the damage is consistent with a continuous pulling force being placed in opposite directions on the hub and extension line body. The returned catheter body was trimmed to 246 mm in length. The inner and outer diameter of the distal lumen were measured and were found to be within specification. This indicates that the wall thickness measured as expected. The returned catheter was functionally tested by occluding the distal end of the catheter and flushing both extension lines with water. Only the proximal line/hub observed a leak. The distal extension line functioned normally. A manual tug test confirmed the extension line body was secure within the luer hub. A device history record review was completed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. The customer report of an extension line leak was confirmed through complaint investigation. The proximal extension line of the returned connector assembly was partially separated/had a hole at the hub, which allowed for leaking to occur. The appearance of the damage is consistent with a continuous pulling force being placed in opposite directions on the juncture hub and extension line body. Catheter met all dimensional inspection and device history record review was completed with no relevant findings. The probable cause of the damage is likely unintentional user error. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: vascular access nurse noticed a few drops of saline leaking from where the end port connects to the extension line when flushing. PICC was originally placed in november. Vascular access nurse exchanged line for a new one.

Manufacturer narrative:
(B)(4).

Event description:
Vascular access nurse noticed a few drops of saline leaking from where the end port connects to the extension line when flushing. PICC was originally placed in (B)(6). Vascular access nurse exchanged line for a new one.